Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not booting and does not have lights or fan on the host pc. The local biomed was responsible for the system and the local biomed checked the input voltage to the host pc and found ok. To resolve the reported issue, philips field service engineer (fse) assisted the local biomed for the replacement of the host pc and hdd. After the replacement of host pc and hdd, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc and hard drive. The device was returned to expected functionality.